Event description:
A loaner trilogy evo ventilator was returned to the third-party service center. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned and evaluated by third-party service center and the customers complaint was not confirmed. The during the evaluation a ventilator inoperative error code occurred in relation to "machine flow sensor drift above the specification (>0.2lpm)". A red screen displayed when the device was turned on, therefore the mac address could not be accessed from the powered-on device. The device was scrapped per the customer's request.